Manufacturer narrative:
Analysis of the implantable neurostimulator revealed that the set screw was cross threaded and backed out too far. It could not be realigned and could not be tightened down onto a known good lead. Additional information indicated that result code and conclusion code 1 no longer apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_set_screw, product type: accessory.

Event description:
A manufacturer representative (rep) reported a set screw would not tighten down using a toque wrench. The rep noted they initially had tightened the screw onto the lead but due to some impedance issues and further checks and removing/reinserting the lead into the header block. The rep stated it appeared the set screw may have been backed out too far and got misaligned as the toque wrench would click quickly upon turning. The rep stated they opened a new battery which resolved the set screw issue. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.